Manufacturer narrative:
The reported events were high pacing impedance and high capture threshold. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. Helix mechanism issue was found during analysis, the cause of which was isolated to blood/tissue in the helix region and overtorque of the inner coil. After cleaning, the helix was able to be extended and retracted by applying torque directly at the connector pin. The reported event of high capture threshold was confirmed. The cause of the reported event of high capture threshold was due to internal shorts due to overtorque of the inner coil consistent with procedural damage. The reported event of high pacing impedance was not confirmed. Electrical testing found internal shorting due to overtorquing the inner coil at the connector region. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported during implant procedure that the right ventricular lead exhibited high pacing impedance and high capture threshold. The lead was successfully exchanged. The patient was stable and asymptomatic.